Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to electromagnetic interference/noise. Confirmed a non-sustained tachycardia (nst) and detected ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes due to electromagnetic interference oversensing. Concomitant product: 407645 lead, implanted: (B)(6) 2006; 419388 lead, implanted: (B)(6) 2006; iw1418c105xh stent graft, implanted: (B)(6) 2009; ixw1814c75xh stent graft, implanted: (B)(6) 2009; af3016c170xh stent graft, implanted: (B)(6) 2009.

Event description:
It was reported that the device experienced electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.